Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed - sharp dents were noted on the probe unit. Additionally, the distal sheath was dry, and the ultrasound image had 11 broken elements. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the ultrasonic gastrovideoscope has a distal tip defect. Upon further review, it was confirmed that the probe unit possessed sharp dents. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 13 years since the device was manufactured. Based on the legal manufacturer's investigation, it is likely the damaged probe unit occurred due to external force applied during user handling. The instruction manual identifies the following verbiage, which aids in the detectability of the phenomenon: "inspect the surface of the insertion tube for dents, bulges, swelling or other irregularities".